Event description:
It was reported that the patient presented for routine change out. While the physician was in process to access pocket with electrocautery the patient went into ventricular fibrillation and required external defibrillation. The patient was rescued and was stable. . The physician believes the energy from the cautery traveled through the can, down the lead, and induced the patient. The device was explanted and replaced successfully. The patient was stable prior during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.